Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received patient factors and progression of valvular disease likely contributed to the event.

Event description:
Aortic root angiogram confirmed optimal valve positioning and no evidence of valvular regurgitation. There were no complications. Patient was transferred to the pacu post-procedure in stable condition. Patient was discharged on post operative day two.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received info that a 19mm bioprosthetic aortic heart valve was failing due to stenosis (mean gradient = 36 mmhg). Implant duration is eleven (11) years. A valve-in-valve using a 20mm transcatheter valve was performed. There was no pvl post-deployment and the mean gradient reduced to 12 mmhg. No complications and patient is doing well, post-operatively.